Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the when they pulled out reservoir, it had air bubble as well as insulin pump had an error. The customer¿s blood glucose was 200 mg/dl. Customer was assisted with troubleshooting. The customer stated that the approximate size of air bubbles was between a quarter and half inch. The customer stated that they observed air bubbles during alarm. Customer did not allow for insulin to warm to room temperature prior to filling reservoir. The device will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill reservoir test. Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles. (B)(4).